Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evlaution on-going.

Event description:
Country of complaint: germany. It was reported that the small parts detached from the threads.

Manufacturer narrative:
Samples received: 9 unopened racepacks and 1 opened. Analysis and results: there is one previous complaint of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 9 closed samples and 1 open and used sample that shows splitting in the thread. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.23 kgf in average and 1.11 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum) we have not found splitting on thread surface on the closed samples received before and after performing this test. Additionally, we have tested the needle attachment of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.49 kgf in average and 1.31 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). However, we have found splitting on thread surface in two of the closed samples received during performing needle attachment test. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions, as a specific project is open in order to avoid this kind of incidents in the future: six_06_2016.